Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted ail replaced due to damaged op1 causing error code 242.4030. Review of the pump module error logs confirmed motor stall error code 242.4030.0 was present in the logs. A review of the device history record for swan (B)(6) is performed from date of manufacture 05/19/2015 to present date 10/06/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to mechanical failure of the ail sensor assembly - optical/ encoder issue.

Event description:
It was reported that the device was displaying a channel error. Npi.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was displaying a channel error. Npi.